Event description:
It was reported to baxter (B)(4) that a (B)(6) female patient was receiving a flofox treatment in a baxter singleday infusor device when the device overinfused. According to the reporter, the infusor was filled with 5fu and sodium chloride (nacl) and the total fill volume is 48ml. The solution wasn't filtered before filing; there was no issue observed during the priming process and no forced prime was performed. The infusor was stored at ambiant temperature. The reporter stated that the infusion started at 11:00 am and stopped at 02:00pm. According to the reporter, the flow was checked before filing, there was no air bubbles in the inlet. The flow regulator was in direct contact with the patient's skin. The was connected to the infusor through a huber needle at the level of the chest. There was no other infusion connected on the same access point, and no heat spot close to the patient. There was no report of patient injury or medical intervention.

Manufacturer narrative:
The sample was not made available for evaluation per the customer. Should the device be sent in by the customer or additional information be received, a follow-up report will be filed. (B)(4).